Event description:
On (B)(6) 2011, at (B)(6), drs (B)(6) performed a ventral hernia repair using an la1101-12 lot number cb036727 long scissor. The md's utilized 2 ports both from applied medical. One was an 11-mm for the dominant hand and to insert the mesh, and the other one a 5mm port. The instrument performed well; but the distal pet sleeve detached from its position just proximal to the distal tip. (B)(6) noticed the black pet sleeve and removed it laparoscopically through an existing port with no adverse consequence to the pt. The device and the pet sleeve have been returned to ced for engineering eval. (B)(4).

Manufacturer narrative:
Eval summary - inspection of the returned device confirmed that the pet sleeves were present, but dislodged and detached from the devices. CAPA (B)(4) issued to perform root cause analysis and corrective action. Recall 11-001 initiated on 05/20/2011.